Manufacturer narrative:
No device was returned for review. X-ray review confirms the reported wear. Review of device history records was not possible as the necessary product/lot code combination was not provided. The investigation can draw no conclusions or determine root cause with the information made available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this reporting.

Manufacturer narrative:
(B)(4). The device was discarded at the site and will not be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address pain secondary to eccentric superior wear of the acetabular liner. The liner was swapped and the patient retained the other implants. No further information is available.